Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix ultra implant, broke. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: additional information: b1: adverse event was marked. B2: required intervention to prevent permanent impairment/damage was marked. B5: updated. H1: type of event updated. H6: health effect - impact code updated.

Event description:
It was reported that, during a shoulder cuff repair surgery, the twinfix ultra implant broke inside the patient. All the pieces were removed from the patient using tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The anchor is fractured at the suture window, the suture material is still installed into the insertion device. The anchor, suture material and insertion device have debris on them. A review of the customer provided images finds the complaint device showing the fractured anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports that, during a shoulder cuff repair surgery, the twinfix ultra implant broke inside the patient. All the pieces were removed from the patient using tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device in the originally drilled bone hole. Patient impact: the patient impact cannot be determined because, no patient information was provided. However, it was stated no further complications were reported and all pieces were reported to be removed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.